Event description:
I was reported that the patient presented to the emergency room with diaphragmatic stimulation. Upon review, it was noted that the lead exhibited high capture threshold. Programming changes were performed, and a lead revision was scheduled. On (B)(6) 2021 during the lead revision procedure, it observed by fluoroscopy that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The lead was returned due to the events of lead dislodgment, increased threshold, and cardiac stimulation. As received, a complete lead was returned in one piece with the helix fully extended. The reported event of increased threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception procedural damage.